Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Product disposition unknown.

Event description:
The customer reported that the head came off the lag screw during final tightening. There was a surgical delay of 15 minutes. The customer further reported that the patient had hard bone. The stryker sales rep has confirmed that it is damage to the grooves at the end of the lag screws which resulted in the inserter not working because it couldn't latch on anymore.

Manufacturer narrative:
The reported event that standard lag screw omega 105mm length was alleged of 'breakage during surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided despite multiple attempts. A deformation of the lag screw can occur if; either the lag screw had not been properly assembled with the lag screw adapter or just inadequate use (overtightening) has resulted in such described deformations. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The operative technique (omg-st-2 en omega3 compression hip screw optech) was reviewed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that the head came off the lag screw during final tightening. There was a surgical delay of 15 minutes. The customer further reported that the patient had hard bone. The stryker sales rep has confirmed that it is damage to the grooves at the end of the lag screws which resulted in the inserter not working because it couldn't latch on anymore.